Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running high since the morning despite changing the infusion set. The blood glucose reading was 458 mg/dl. The drive support cap appeared normal and recessed. No air bubbles or leaks were found in the tubing or reservoir and the insulin did exit at the manual prime. The insertion site was not sore or irritated. The customer was advised to call back with a tubing clamp available for the high pressure test in order to continue troubleshooting.